Event description:
The implantable neurostimulator malfunction. The patient did not receive pain relief stimulation therapy and the implantable neurostimulator system was explanted.

Manufacturer narrative:
Neurostimulator. Analysis results: testing of the programmable features and output ranges determined the ipg was functioning normally. Two extensions. All conductors/wires were cut on the extension; however, electrical testing determined that continuity was complete and no electrical shorts were identified between the circuits. Lead. Electrical testing of the lead determined that continuity was complete, and no electrical shorts were identified between the circuits.